Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg was non-functional. The patient underwent a revision procedure wherein the ipg was replaced and new leads were added to address new pain area. The patient was doing well postoperatively and the explanted ipg will not be returned.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent a revision procedure wherein the ipg was replaced and new leads were added to address new pain area. The patient was doing well postoperatively and the explanted ipg will not be returned. Additional information was received that the reason for ipg replacement was due to frequent charging.